Event description:
9/17/96 it was reported when the surgeon opened the ez45g, the cartridge fell into the patient. The surgeon was able to retrieve the cartridge thoracoscopically.

Manufacturer narrative:
A4,b6,7,d10-information not provided by user facility. H4,d5,6-information not available. Based upon the inquiry information received, the visual examination, and the fuctional testing, no conclusion could be reached as to why the instrument reportedly "dropped the cartridge" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The cartridge retention feature was measured and was found to be conforming. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.